Event description:
Report received of an under-delivery of desferal. The patient was receiving desferal 1 gram in 8ml sterile water to infuse over 8 hour. The pump was programmed in the tpn mode using syringe delivery with 10ml terumo syringe to delivery at 1ml/hour with a total volume of 8ml. It was reported that there was overfill added to the syringe to allow for priming. The overfill amount varied from 2 to 4ml depending on the pharmacist. The patient's family member would prime the set with the pump, reset a new container and start delivery. The pump alarmed that the infusion was complete with the display indicating that 8ml had been delivered, but the family member reported that there was only6-6.2ml gone from the syringe. When asked if it was possible that the fluid remaining was from the excess overfill, the customer contact reported that the patient's family member watched the syringe carefully, noted what was left after priming, and reported that only 6 to 6.2ml delivered after priming. The customer contact reported that they switched ti 20ml bd syringe and experienced the same situation. They have since stated mixing the desferal in a bag and have no complaints. There was no reported adverse patient event and no medical interventions were required.